Manufacturer narrative:
Additional information received the following sections have been corrected accordingly. (The date does not apply due to the device reported is not implantable) it was reported that a power port of the controller was loose. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket displaced. Additionally, it was observed that the serial port data cap was missing. This observation is not related to the reported event and is likely due to the handling of the unit. Based on the results of an investigation conducted, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the power connector on the controller was loose. The controller was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.